Event description:
Information was received from a physician indicating that the patient's parents expressed concern that the patient was experiencing pain from the generator and insisted that the generator be removed. The patient's generator was then explanted. The explanted product has not been received to date. No additional relevant information has been received to date.